Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and suffered a cardiac tamponade which required a pericardiocentesis. After the case was completed, the patient was moved to recovery, but the patient then began developing a pericardial effusion. The patient was then brought back into the lab, and the physician completed a tap procedure. The medical intervention provided was pericardiocentesis and the patient was in stable condition. The physician checked at the end of the case showed nothing, and they confirmed there was no effusion. Additional information was received. The physician¿s opinion on the cause of this adverse event was unsure, they had a successful ablation and in post op they noticed a tamponade. The outcome of the adverse event was fully recovered (no residual effects). The procedural act during procedure was above 350. The sheath and the catheters exchanged were exchanged one time. Two transseptal puncture sites were performed during the procedure with baylis. The number of performed ablations were 144 with rf energy. About 120 ablations were performed within the pulmonary veins, and 24 cti ablations were performed outside the pulmonary veins.